Event description:
Retrofit kit for hillrom advanta beds are defective. The kits meet the FDA's requirement to reduce gaps but the kit causes the head side rail to bend and pop out. The kit also causes damage to the air mattress.